Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was not returned to our fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and videography provided by the healthcare facility and our knowledge of the product. Results: evaluation of the video provided confirmed that the manometer needle of subject device was stuck at 10cmh2o. Conclusion: we are unable to determine the cause of the reported event. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in new york reported that the manometer of an rd900aeu neopuff infant resuscitator was broken. It was further reported that even after adjusting the pressure the manometer only reads 10cmh2o. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date details were not received from the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the manometer of an rd900aeu neopuff infant resuscitator was broken. It was further reported that even after adjusting the pressure the manometer only reads 10cmh2o. There was no reported patient involvement.